Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. Based on the file review, infusion products global customer support operations. A review of the device history record showed the device had a manufacture date of 10oct2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode.

Event description:
It was reported that the device was sent in for pump module bezel post recall.